Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18-apr-2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified: opening curved on anterior, wear abrasion, crease fold and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on diaphragm valve (valve bond edge), brown particles in fill channel delamination on plug strap disk shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on diaphragm valve (valve bond edge) assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
"Clarification to g3: the initial aware date for this record was (B)(6)2022. Aware date was submitted incorrectly in previous report, but the report was submitted within 30 days of (B)(6)2022."

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.